Event description:
Neulasta on-body injector was administered to patient's right upper arm on [redacted] at approximately 1440 after administration of chemotherapy. Patient called on [redacted]-the following day, reported activating device but instantly receiving an error and loud beeping. Device showed full dose remained and none was administered. Pharmacist spoke with nurse coordinator and confirmed no gcsf [granulocyte colony-stimulating factor] was administered as a result of device failure.